Event description:
It was reported that this pacemaker exhibited oversensing of noisy signals for its right ventricular (rv) lead that resulted in pacing inhibition. Technical services (ts) was consulted and discussed stored data as well as available programming options, with a clinic examination visit recommended. This device remains in service. No adverse patient effects were reported. At a later date, this pacemaker was explanted. A new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited oversensing of noisy signals for its right ventricular (rv) lead that resulted in pacing inhibition. Technical services (ts) was consulted and discussed stored data as well as available programming options, with a clinic examination visit recommended. This device remains in service. No adverse patient effects were reported.